Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory also indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received eight shocks for sinus tachy with undersensed/undercounting of p-waves on the right atrial (ra) lead. The ra lead trends show that the p-waves have dropped in amplitude. Additionally, it was observed that atrial and ventricular sensing (p-wave and r-wave amplitudes) dropped down significantly on the same day for the ra lead and right ventricular (rv) lead. Reprogramming was done and the rv lead remains in use. The atrial lead was programmed off and remains in the patient. It was also noted that the patient is having worsening heart failure. No further patient complications have been reported as a result of this event.